Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded in cornua of the uterus bilaterally"), device expulsion ("embedded in cornua of the uterus bilaterally"), pelvic pain ("pain/cramping/pain") and genital haemorrhage ("heavy bleeding") in a 41-year-old female patient who had essure (batch no. 898928) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tubal ligation, shoulder injury, pain, abdominal distension, bloating, dizziness, anemia, lyme disease, perimenopausal symptoms, endometriosis, endometrial polyp, stress urinary incontinence, dysfunctional uterine bleeding and pelvic congestion. Concomitant products included ibuprofen (motrin) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). In 2012, the patient experienced vaginal discharge ("vaginal discharge"), weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), the first episode of adenomyosis ("adenomyosis"), hot flush ("hot flashes"), headache ("headaches"), paraesthesia ("tingling in hands/feet"), neuralgia ("nerve pain"), ovulation pain ("painful ovulation"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), the second episode of adenomyosis ("adenomyosis"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), uterine leiomyoma ("fibroid uterus"), back pain ("back pain"), pain in extremity ("leg pain"), abdominal pain upper ("stomach cramping"), dyspareunia ("painful intercourse") and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (underwent bilateral salpingectomy / laparoscopic exploratory surgery), surgery (underwent bilateral salpingectomy / laparoscopic exploratory surgery) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, genital haemorrhage, ovarian cyst, hot flush, headache, paraesthesia, neuralgia, ovulation pain, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, weight decreased, weight increased, the last episode of adenomyosis, dysfunctional uterine bleeding, uterine leiomyoma, pain in extremity, abdominal pain upper and stress urinary incontinence outcome was unknown and the pelvic pain, vaginal haemorrhage, migraine, fatigue, back pain and dyspareunia had resolved. The reporter considered abdominal pain upper, back pain, bladder disorder, cystitis, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hot flush, hypersensitivity, menorrhagia, migraine, neuralgia, ovarian cyst, ovulation pain, pain in extremity, paraesthesia, pelvic pain, stress urinary incontinence, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of adenomyosis and the second episode of adenomyosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion (B)(6) 2014: us transvaginal indication: pelvic discomfort. Findings: the uterus is retroverted impression: complex left ovarian cyst, essure device is seen in expected position. (B)(6) 2012: urine pregnancy test: negative concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, cramp, heavy bleeding, headaches, adenomyosis, ovarian cyst¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: update of quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/cramping/pain") and genital haemorrhage ("heavy bleeding") in a 41-year-old female patient who had essure (batch no. 898928/898928) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tubal ligation and shoulder injury. Concomitant products included ibuprofen (motrin) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). In 2012, the patient experienced vaginal discharge ("vaginal discharge"), weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), the first episode of adenomyosis ("adenomyosis"), hot flush ("hot flashes"), headache ("headaches"), paraesthesia ("tingling in hands/feet"), neuralgia ("nerve pain"), ovulation pain ("painful ovulation"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), fatigue ("fatigue"), the second episode of adenomyosis ("adenomyosis"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), uterine leiomyoma ("fibroid uterus"), back pain ("back pain"), pain in extremity ("leg pain"), abdominal pain upper ("stomach cramping") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, migraine, fatigue, back pain and dyspareunia had resolved and the genital haemorrhage, ovarian cyst, hot flush, headache, paraesthesia, neuralgia, ovulation pain, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, weight decreased, weight increased, the last episode of adenomyosis, dysfunctional uterine bleeding, uterine leiomyoma, pain in extremity and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, back pain, bladder disorder, cystitis, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, hypersensitivity, menorrhagia, migraine, neuralgia, ovarian cyst, ovulation pain, pain in extremity, paraesthesia, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of adenomyosis and the second episode of adenomyosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet, new reporter information, patient demographic information, concurrent condition, lab data essure indication permanent birth control by bilateral occlusion of the fallopian tubes, lot number 898928/898928,stop date updated ,concomitant product, ne w events abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, infection (bladder/ urinary tract/vaginal), bladder or urinary problems or changes, dysmenorrhea (cramping), fatigue, other injury(ies) or complication(s)please describe: adenomyosis, dysfunctional uterine bleeding, fibroid uterus, back pain, leg pain, stomach cramping and painful intercourse were added.the event pain clubbed with pervious event incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/cramping") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), adenomyosis ("adenomyosis"), hot flush ("hot flashes"), headache ("headaches"), paraesthesia ("tingling in hands/feet"), neuralgia ("nerve pain") and ovulation pain ("painful ovulation"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, adenomyosis, hot flush, headache, paraesthesia, neuralgia and ovulation pain outcome was unknown. The reporter considered adenomyosis, genital haemorrhage, headache, hot flush, neuralgia, ovarian cyst, ovulation pain, paraesthesia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this product technical complaint was initiated due to a request for confirmation of quality. The reported medical event is a known possible undesirable event and is not necessarily indicative of a quality defect. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical event and a quality defect. Most recent follow-up information incorporated above includes: on 28-mar-2017: case was upgraded to incident. Following adverse events were added: heavy bleeding, pain, ovarian cysts, adenomyosis, cramping, hot flashes, headaches, tingling in hands/feet, nerve pain, and painful ovulation. The event personal injuries was deleted. "Essure legal manufacture has changed from (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only". Company causality comment: this litigation case was reported by a lawyer and refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 and on an unknown date the patient reported adverse events including pain/cramping (regarded as pelvic pain) and heavy bleeding (regarded as genital hemorrhage). The patient was treated with surgery (hysterectomy) and essure was removed on (B)(6) 2015. Chronic pelvic pain (cpp) and genital hemorrhage are highly prevalent in women, and may have multiple causes. In this particular case, the patient had adenomyosis and ovarian cysts which could be alternative explanations for the events. This case was upgraded to incident upon receipt of follow-up information, since device removal was required. A product technical complaint investigation was conducted and since no product was returned and no batch number was provided a quality defect could not be confirmed. Based on the limited available information, there is no reason to suspect a relationship between the reported medical event and a quality defect. An updated analysis is expected. Additional information will be obtained through the normal litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded in cornua of the uterus bilaterally"), device expulsion ("embedded in cornua of the uterus bilaterally"), pelvic pain ("pain/cramping/pain") and genital haemorrhage ("heavy bleeding") in a 41-year-old female patient who had essure (batch no. 898928/898928) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tubal ligation, shoulder injury, pain, abdominal distension, bloating, dizziness, anemia, lyme disease, perimenopausal symptoms, endometriosis, endometrial polyp, stress urinary incontinence, dysfunctional uterine bleeding and pelvic congestion. Concomitant products included ibuprofen (motrin) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On 5-sep-2012, the patient had essure inserted. In 2012, the patient experienced vaginal discharge ("vaginal discharge"), weight decreased ("weight loss") and weight increased ("weight gain"). On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), the first episode of adenomyosis ("adenomyosis"), hot flush ("hot flashes"), headache ("headaches"), paraesthesia ("tingling in hands/feet"), neuralgia ("nerve pain"), ovulation pain ("painful ovulation"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), the second episode of adenomyosis ("adenomyosis"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), uterine leiomyoma ("fibroid uterus"), back pain ("back pain"), pain in extremity ("leg pain"), abdominal pain upper ("stomach cramping"), dyspareunia ("painful intercourse") and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (underwent bilateral salpingectomy / laparoscopic exploratory surgery) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, genital haemorrhage, ovarian cyst, hot flush, headache, paraesthesia, neuralgia, ovulation pain, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, weight decreased, weight increased, the last episode of adenomyosis, dysfunctional uterine bleeding, uterine leiomyoma, pain in extremity, abdominal pain upper and stress urinary incontinence outcome was unknown and the pelvic pain, vaginal haemorrhage, migraine, fatigue, back pain and dyspareunia had resolved. The reporter considered abdominal pain upper, back pain, bladder disorder, cystitis, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hot flush, hypersensitivity, menorrhagia, migraine, neuralgia, ovarian cyst, ovulation pain, pain in extremity, paraesthesia, pelvic pain, stress urinary incontinence, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of adenomyosis and the second episode of adenomyosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . (B)(6) 2014: us transvaginal. Indication: pelvic discomfort. Findings: the uterus is retroverted. Impression: complex left ovarian cyst, essure device is seen in expected position. (B)(6) 2012 : urine pregnancy test: negative . Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, cramp, heavy bleeding, headaches, adenomyosis, ovarian cyst¿ most recent follow-up information incorporated above includes: on 31-may-2018: events "stress urinary incontinence, embedded in cornua of the uterus bilaterally", reporter, lab data were added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in cornua of the uterus bilaterally'), device expulsion ('embedded in cornua of the uterus bilaterally') and pelvic pain ('pain/cramping/pain') in a 41-year-old female patient who had essure (batch no. 898928) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2012 : urine pregnancy test: negative. Concurrent conditions included tubal ligation, shoulder injury, pain, abdominal distension, bloating, dizziness, anemia, lyme disease, perimenopausal symptoms, endometriosis, endometrial polyp, stress urinary incontinence, dysfunctional uterine bleeding and pelvic congestion. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), ovarian cyst ("ovarian cysts/ painful cyst on my ovaries"), adenomyosis ("adenomyosis"), hot flush ("hot flashes"), headache ("headaches"), paraesthesia ("tingling in hands/feet"), neuralgia ("nerve pain"), ovulation pain ("painful ovulation"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), back pain ("back pain"), pain in extremity ("leg pain/arm pain"), abdominal pain upper ("stomach cramping"), dyspareunia ("painful intercourse"), stress urinary incontinence ("stress urinary incontinence"), adnexa uteri pain ("discomfort on my left ovary"), anaemia ("anemic"), abdominal distension ("bloating"), flatulence ("gas"), hypoaesthesia ("numbness in my hands/numbness in your feet"), uterine polyp ("polyp on my uterus"), musculoskeletal pain ("pain in my left shoulder/shoulder pain"), nausea ("nausea"), pelvic congestion ("pelvic congestion syndrome"), uterine enlargement ("enlarged uterus"), oral herpes ("fever sore/ blister"), myalgia ("sore muscles"), joint swelling ("swollen joints") and loss of libido ("sex drive changed") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy / laparoscopic exploratory surgery, underwent bilateral salpingectomy / laparoscopic exploratory surgery and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, genital haemorrhage, adenomyosis, hot flush, headache, paraesthesia, neuralgia, ovulation pain, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, weight decreased, weight increased, dysfunctional uterine bleeding, uterine leiomyoma, pain in extremity, abdominal pain upper, stress urinary incontinence, adnexa uteri pain, anaemia, abdominal distension, flatulence, hypoaesthesia, uterine polyp, musculoskeletal pain, nausea, pelvic congestion, uterine enlargement, oral herpes, myalgia, joint swelling and loss of libido outcome was unknown and the pelvic pain, ovarian cyst, vaginal haemorrhage, migraine, fatigue, back pain and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain upper, adenomyosis, adnexa uteri pain, anaemia, back pain, bladder disorder, cystitis, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, fatigue, flatulence, genital haemorrhage, headache, hot flush, hypersensitivity, hypoaesthesia, joint swelling, loss of libido, menorrhagia, migraine, musculoskeletal pain, myalgia, nausea, neuralgia, oral herpes, ovarian cyst, ovulation pain, pain in extremity, paraesthesia, pelvic congestion, pelvic pain, stress urinary incontinence, urinary tract disorder, urinary tract infection, uterine enlargement, uterine leiomyoma, uterine polyp, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2014: indication: pelvic discomfort. Findings: the uterus is retroverted impression: complex left ovarian cyst, essure device is seen in expected position.. Concerning the injuries reported in this case, the following ones were reported via social media - "pelvic pain, cramp, heavy bleeding, headaches, adenomyosis, ovarian cyst, anemia, adnexa uteri pain, abdominal distension, hypoaesthesia, uterine polyp, musculoskeletal pain, nausea, pelvic congestion, loss of libido were added. Lot number: 898928 manufacturing date: 2011-08 expiration date: 2014-08 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in cornua of the uterus bilaterally'), device expulsion ('embedded in cornua of the uterus bilaterally') and pelvic pain ('pain/cramping/pain') in a 41-year-old female patient who had essure (batch no. 898928/898928) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2012 : urine pregnancy test: negative. Concurrent conditions included tubal ligation, shoulder injury, pain, abdominal distension, bloating, dizziness, anemia, lyme disease, perimenopausal symptoms, endometriosis, endometrial polyp, stress urinary incontinence, dysfunctional uterine bleeding and pelvic congestion. In 2012, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), ovarian cyst ("ovarian cysts/ painful cyst on my ovaries"), the first episode of adenomyosis ("adenomyosis"), hot flush ("hot flashes"), headache ("headaches"), paraesthesia ("tingling in hands/feet"), neuralgia ("nerve pain"), ovulation pain ("painful ovulation"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), the second episode of adenomyosis ("adenomyosis"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), back pain ("back pain"), pain in extremity ("leg pain"), abdominal pain upper ("stomach cramping"), dyspareunia ("painful intercourse"), stress urinary incontinence ("stress urinary incontinence"), adnexa uteri pain ("discomfort on my left ovary"), anaemia ("anemic"), abdominal distension ("bloating"), flatulence ("gas"), hypoaesthesia ("numbness in my hands/numbness in your feet"), uterine polyp ("polyp on my uterus"), musculoskeletal pain ("pain in my left shoulder/arm"), nausea ("nausea"), pelvic congestion ("pelvic congestion syndrome"), uterine enlargement ("enlarged uterus") and oral herpes ("fever sore/ blister") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy / laparoscopic exploratory surgery). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, genital haemorrhage, hot flush, headache, paraesthesia, neuralgia, ovulation pain, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, weight decreased, weight increased, the last episode of adenomyosis, dysfunctional uterine bleeding, uterine leiomyoma, pain in extremity, abdominal pain upper, stress urinary incontinence, adnexa uteri pain, anaemia, abdominal distension, flatulence, hypoaesthesia, uterine polyp, musculoskeletal pain, nausea, pelvic congestion, uterine enlargement and oral herpes outcome was unknown and the pelvic pain, ovarian cyst, vaginal haemorrhage, migraine, fatigue, back pain and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri pain, anaemia, back pain, bladder disorder, cystitis, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, fatigue, flatulence, genital haemorrhage, headache, hot flush, hypersensitivity, hypoaesthesia, menorrhagia, migraine, musculoskeletal pain, nausea, neuralgia, oral herpes, ovarian cyst, ovulation pain, pain in extremity, paraesthesia, pelvic congestion, pelvic pain, stress urinary incontinence, urinary tract disorder, urinary tract infection, uterine enlargement, uterine leiomyoma, uterine polyp, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of adenomyosis and the second episode of adenomyosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2014: indication: pelvic discomfort. Findings: the uterus is retroverted. Impression: complex left ovarian cyst, essure device is seen in expected position. Concerning the injuries reported in this case, the following ones were reported via social media - "pelvic pain, cramp, heavy bleeding, headaches, adenomyosis, ovarian cyst, anemia, adnexa uteri pain, abdominal distension, hypoaesthesia, uterine polyp, musculoskeletal pain, nausea, pelvic congestion were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. Outcome for ovarian cyst was updated from unknown to recovered/ resolved. New reporters added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in cornua of the uterus bilaterally'), device expulsion ('embedded in cornua of the uterus bilaterally'), pelvic pain ('pain/cramping/pain') and genital haemorrhage ('heavy bleeding') in a 41-year-old female patient who had essure (batch no. 898928/898928) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions:(B)(6) 2012 : urine pregnancy test: negative. Concurrent conditions included tubal ligation, shoulder injury, pain, abdominal distension, bloating, dizziness, anemia, lyme disease, perimenopausal symptoms, endometriosis, endometrial polyp, stress urinary incontinence, dysfunctional uterine bleeding and pelvic congestion. In 2012, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), the first episode of adenomyosis ("adenomyosis"), hot flush ("hot flashes"), headache ("headaches"), paraesthesia ("tingling in hands/feet"), neuralgia ("nerve pain"), ovulation pain ("painful ovulation"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), the second episode of adenomyosis ("adenomyosis"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), back pain ("back pain"), pain in extremity ("leg pain"), abdominal pain upper ("stomach cramping"), dyspareunia ("painful intercourse"), stress urinary incontinence ("stress urinary incontinence"), adnexa uteri pain ("discomfort on my left ovary"), anaemia ("anemic"), abdominal distension ("bloating"), flatulence ("gas"), hypoaesthesia ("numbness in my hands/numbness in your feet"), uterine polyp ("polyp on my uterus"), musculoskeletal pain ("pain in my left shoulder/arm"), nausea ("nausea"), pelvic congestion ("pelvic congestion syndrome"), uterine enlargement ("enlarged uterus") and oral herpes ("fever sore/ blister") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) and surgery (hysterectomy, bilateral salpingectomy / laparoscopic exploratory surgery, underwent bilateral salpingectomy / laparoscopic exploratory surgery and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, genital hemorrhage, ovarian cyst, hot flush, headache, paraesthesia, neuralgia, ovulation pain, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, weight decreased, weight increased, the last episode of adenomyosis, dysfunctional uterine bleeding, uterine leiomyoma, pain in extremity, abdominal pain upper, stress urinary incontinence, adnexa uteri pain, anaemia, abdominal distension, flatulence, hypoaesthesia, uterine polyp, musculoskeletal pain, nausea, pelvic congestion, uterine enlargement and oral herpes outcome was unknown and the pelvic pain, vaginal hemorrhage, migraine, fatigue, back pain and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri pain, anaemia, back pain, bladder disorder, cystitis, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, fatigue, flatulence, genital hemorrhage, headache, hot flush, hypersensitivity, hypoaesthesia, menorrhagia, migraine, musculoskeletal pain, nausea, neuralgia, oral herpes, ovarian cyst, ovulation pain, pain in extremity, paraesthesia, pelvic congestion, pelvic pain, stress urinary incontinence, urinary tract disorder, urinary tract infection, uterine enlargement, uterine leiomyoma, uterine polyp, vaginal discharge, vaginal hemorrhage, vaginal infection, weight decreased, weight increased, the first episode of adenomyosis and the second episode of adenomyosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2014: indication: pelvic discomfort. Findings: the uterus is retroverted. Impression: complex left ovarian cyst, essure device is seen in expected position. Concerning the injuries reported in this case, the following ones were reported via social media - "pelvic pain, cramp, heavy bleeding, headaches, adenomyosis, ovarian cyst, anemia, adnexa uteri pain, abdominal distension, hypoaesthesia, uterine polyp, musculoskeletal pain, nausea, pelvic congestion were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: fu 9 and fu 10 were processed together. Information received via social media - new events - "discomfort on my left ovary, bloating, numbness in my hands, polyp on my uterus, pain in my left shoulder/arm, nausea, anemic, pelvic congestion syndrome, fever sores/blisters" were added. Legacy device report num-2951250-2017-01522. On 3-dec-2019: fu 9 and fu 10 were processed together. No new significant information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in cornua of the uterus bilaterally'), device expulsion ('embedded in cornua of the uterus bilaterally') and pelvic pain ('pain/cramping/pain') in a 41-year-old female patient who had essure (batch no. 898928/898928) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2012 : urine pregnancy test: negative. Concurrent conditions included tubal ligation, shoulder injury, pain, abdominal distension, bloating, dizziness, anemia, lyme disease, perimenopausal symptoms, endometriosis, endometrial polyp, stress urinary incontinence, dysfunctional uterine bleeding and pelvic congestion. On(B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), ovarian cyst ("ovarian cysts/ painful cyst on my ovaries"), adenomyosis ("adenomyosis"), hot flush ("hot flashes"), headache ("headaches"), paraesthesia ("tingling in hands/feet"), neuralgia ("nerve pain"), ovulation pain ("painful ovulation"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), back pain ("back pain"), pain in extremity ("leg pain"), abdominal pain upper ("stomach cramping"), dyspareunia ("painful intercourse"), stress urinary incontinence ("stress urinary incontinence"), adnexa uteri pain ("discomfort on my left ovary"), anaemia ("anemic"), abdominal distension ("bloating"), flatulence ("gas"), hypoaesthesia ("numbness in my hands/numbness in your feet"), uterine polyp ("polyp on my uterus"), musculoskeletal pain ("pain in my left shoulder/arm"), nausea ("nausea"), pelvic congestion ("pelvic congestion syndrome"), uterine enlargement ("enlarged uterus"), oral herpes ("fever sore/ blister"), arthralgia ("shoulder and arm pain"), myalgia ("sore muscles") and joint swelling ("swollen joints") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy / laparoscopic exploratory surgery, underwent bilateral salpingectomy / laparoscopic exploratory surgery and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, genital haemorrhage, adenomyosis, hot flush, headache, paraesthesia, neuralgia, ovulation pain, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, weight decreased, weight increased, dysfunctional uterine bleeding, uterine leiomyoma, pain in extremity, abdominal pain upper, stress urinary incontinence, adnexa uteri pain, anaemia, abdominal distension, flatulence, hypoaesthesia, uterine polyp, musculoskeletal pain, nausea, pelvic congestion, uterine enlargement, oral herpes, arthralgia, myalgia and joint swelling outcome was unknown and the pelvic pain, ovarian cyst, vaginal haemorrhage, migraine, fatigue, back pain and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain upper, adenomyosis, adnexa uteri pain, anaemia, arthralgia, back pain, bladder disorder, cystitis, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, fatigue, flatulence, genital haemorrhage, headache, hot flush, hypersensitivity, hypoaesthesia, joint swelling, menorrhagia, migraine, musculoskeletal pain, myalgia, nausea, neuralgia, oral herpes, ovarian cyst, ovulation pain, pain in extremity, paraesthesia, pelvic congestion, pelvic pain, stress urinary incontinence, urinary tract disorder, urinary tract infection, uterine enlargement, uterine leiomyoma, uterine polyp, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2014: indication: pelvic discomfort. Findings: the uterus is retroverted impression: complex left ovarian cyst, essure device is seen in expected position. Concerning the injuries reported in this case, the following ones were reported via social media - "pelvic pain, cramp, heavy bleeding, headaches, adenomyosis, ovarian cyst, anemia, adnexa uteri pain, abdominal distension, hypoaesthesia, uterine polyp, musculoskeletal pain, nausea, pelvic congestion were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: reporter added from social media. Event 'shoulder and arm pain', 'sore muscles', 'swollen joints' added. On 23-mar-2020: processed with fu 14. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in cornua of the uterus bilaterally'), device expulsion ('embedded in cornua of the uterus bilaterally') and pelvic pain ('pain/cramping/pain') in a 41-year-old female patient who had essure (batch no. 898928/898928) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2012 : urine pregnancy test: negative. Concurrent conditions included tubal ligation, shoulder injury, pain, abdominal distension, bloating, dizziness, anemia, lyme disease, perimenopausal symptoms, endometriosis, endometrial polyp, stress urinary incontinence, dysfunctional uterine bleeding and pelvic congestion. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), ovarian cyst ("ovarian cysts/ painful cyst on my ovaries"), adenomyosis ("adenomyosis"), hot flush ("hot flashes"), headache ("headaches"), paraesthesia ("tingling in hands/feet"), neuralgia ("nerve pain"), ovulation pain ("painful ovulation"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), back pain ("back pain"), pain in extremity ("leg pain/arm pain"), abdominal pain upper ("stomach cramping"), dyspareunia ("painful intercourse"), stress urinary incontinence ("stress urinary incontinence"), adnexa uteri pain ("discomfort on my left ovary"), anaemia ("anemic"), abdominal distension ("bloating"), flatulence ("gas"), hypoaesthesia ("numbness in my hands/numbness in your feet"), uterine polyp ("polyp on my uterus"), musculoskeletal pain ("pain in my left shoulder/shoulder pain"), nausea ("nausea"), pelvic congestion ("pelvic congestion syndrome"), uterine enlargement ("enlarged uterus"), oral herpes ("fever sore/ blister"), myalgia ("sore muscles"), joint swelling ("swollen joints") and loss of libido ("sex drive changed") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy / laparoscopic exploratory surgery, underwent bilateral salpingectomy / laparoscopic exploratory surgery and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, genital haemorrhage, adenomyosis, hot flush, headache, paraesthesia, neuralgia, ovulation pain, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, weight decreased, weight increased, dysfunctional uterine bleeding, uterine leiomyoma, pain in extremity, abdominal pain upper, stress urinary incontinence, adnexa uteri pain, anaemia, abdominal distension, flatulence, hypoaesthesia, uterine polyp, musculoskeletal pain, nausea, pelvic congestion, uterine enlargement, oral herpes, myalgia, joint swelling and loss of libido outcome was unknown and the pelvic pain, ovarian cyst, vaginal haemorrhage, migraine, fatigue, back pain and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain upper, adenomyosis, adnexa uteri pain, anaemia, back pain, bladder disorder, cystitis, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, fatigue, flatulence, genital haemorrhage, headache, hot flush, hypersensitivity, hypoaesthesia, joint swelling, loss of libido, menorrhagia, migraine, musculoskeletal pain, myalgia, nausea, neuralgia, oral herpes, ovarian cyst, ovulation pain, pain in extremity, paraesthesia, pelvic congestion, pelvic pain, stress urinary incontinence, urinary tract disorder, urinary tract infection, uterine enlargement, uterine leiomyoma, uterine polyp, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2014: indication: pelvic discomfort. Findings: the uterus is retroverted. Impression: complex left ovarian cyst, essure device is seen in expected position. Concerning the injuries reported in this case, the following ones were reported via social media - "pelvic pain, cramp, heavy bleeding, headaches, adenomyosis, ovarian cyst, anemia, adnexa uteri pain, abdominal distension, hypoaesthesia, uterine polyp, musculoskeletal pain, nausea, pelvic congestion, loss of libido were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information added. Event sex drive changed added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in cornua of the uterus bilaterally'), device expulsion ('embedded in cornua of the uterus bilaterally') and pelvic pain ('pain/cramping/pain') in a 41-year-old female patient who had essure (batch no. 898928/898928) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions:(B)(6) 2012 : urine pregnancy test: negative. Concurrent conditions included tubal ligation, shoulder injury, pain, abdominal distension, bloating, dizziness, anemia, lyme disease, perimenopausal symptoms, endometriosis, endometrial polyp, stress urinary incontinence, dysfunctional uterine bleeding and pelvic congestion. In 2012, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), ovarian cyst ("ovarian cysts/ painful cyst on my ovaries"), adenomyosis ("adenomyosis"), hot flush ("hot flashes"), headache ("headaches"), paraesthesia ("tingling in hands/feet"), neuralgia ("nerve pain"), ovulation pain ("painful ovulation"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), back pain ("back pain"), pain in extremity ("leg pain/arm pain"), abdominal pain upper ("stomach cramping"), dyspareunia ("painful intercourse"), stress urinary incontinence ("stress urinary incontinence"), adnexa uteri pain ("discomfort on my left ovary"), anaemia ("anemic"), abdominal distension ("bloating"), flatulence ("gas"), hypoaesthesia ("numbness in my hands/numbness in your feet"), uterine polyp ("polyp on my uterus"), musculoskeletal pain ("pain in my left shoulder/shoulder pain"), nausea ("nausea"), pelvic congestion ("pelvic congestion syndrome"), uterine enlargement ("enlarged uterus"), oral herpes ("fever sore/ blister"), myalgia ("sore muscles") and joint swelling ("swollen joints") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy / laparoscopic exploratory surgery, underwent bilateral salpingectomy / laparoscopic exploratory surgery and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, genital haemorrhage, adenomyosis, hot flush, headache, paraesthesia, neuralgia, ovulation pain, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, weight decreased, weight increased, dysfunctional uterine bleeding, uterine leiomyoma, pain in extremity, abdominal pain upper, stress urinary incontinence, adnexa uteri pain, anaemia, abdominal distension, flatulence, hypoaesthesia, uterine polyp, musculoskeletal pain, nausea, pelvic congestion, uterine enlargement, oral herpes, myalgia and joint swelling outcome was unknown and the pelvic pain, ovarian cyst, vaginal haemorrhage, migraine, fatigue, back pain and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain upper, adenomyosis, adnexa uteri pain, anaemia, back pain, bladder disorder, cystitis, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, fatigue, flatulence, genital haemorrhage, headache, hot flush, hypersensitivity, hypoaesthesia, joint swelling, menorrhagia, migraine, musculoskeletal pain, myalgia, nausea, neuralgia, oral herpes, ovarian cyst, ovulation pain, pain in extremity, paraesthesia, pelvic congestion, pelvic pain, stress urinary incontinence, urinary tract disorder, urinary tract infection, uterine enlargement, uterine leiomyoma, uterine polyp, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2014: indication: pelvic discomfort. Findings: the uterus is retroverted. Impression: complex left ovarian cyst, essure device is seen in expected position.. Concerning the injuries reported in this case, the following ones were reported via social media - "pelvic pain, cramp, heavy bleeding, headaches, adenomyosis, ovarian cyst, anemia, adnexa uteri pain, abdominal distension, hypoaesthesia, uterine polyp, musculoskeletal pain, nausea, pelvic congestion were added. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding request received. Correction due to discrepancy between coding action item and match point coder query. Event:shoulder and arm pain were deleted and clubbed with leg pain/arm painand pain in my left shoulder/arm/shoulder pain respectively. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.